Event description:
Customer stated that the paramedics were called by husband. Customer was asleep and she was out of it and really sweaty. She remembers being woken up by the paramedics. Customer needed to make adjustment to basal rates. Customer has been cutting back on food and eating a lot of vegetables and no carbohydrates. Customer stated that it is her diet and not the insulin pump; which is resulting in the over-delivery of insulin. The current blood glucose reading is 281 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.